Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress, pending the receipt and analysis of images.

Event description:
In 2009, a gore viabahn endoprosthesis and two balloon expandable stents were implanted for the treatment of a right common iliac aneurysm. The first balloon expandable stent was placed distally, the viabahn device was then placed proximal to the first balloon expandable stent and a second balloon expandable stent was placed proximal to the viabahn device. At the close of the procedure, the aneurysm was successfully excluded. During a follow-up visit, an angio revealed a type 1 proximal endoleak. Four months later, two icast stents were implanted to successfully resolve the endoleak. At the close of the procedure, the pt was reported to be fine.